Event description:
Reported electrical fire as a result of possible overload/or problem with charger motorized wheel chair (scooter). Client was unable to leave his bed due to disease complications. Death reported to be due to inhalation of toxic fumes.